Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set was leaking at site events on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024. The infusion sets has been used for about 12 hours. The blood glucose level was 350 mg/dl at the time of all events. Patient replaced infusion sets and resumed insulin successfully no further information was available.

Manufacturer narrative:
Initial and final MDR 1923656 - MDR 3003442380-2024-17180 - device 1 of 3.